Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) level due to the malfunction alarm. During the call with tandem technical support the contact stated that the customers bg level was 282 mg/dl. The contact stated the elevated bg level was due to the customer consuming food and not related to the pump malfunction alarm or supplies. The customer took a bolus to stabilize bg level. It was indicate that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.